Event description:
Same case as MFR#2134265-2008-00613. It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was 75% stenosed in the severely tortuous and calcified proximal to mid left anterior descending (lad). The lesion was predilated with a 2.5x15mm non-bsc balloon. The physician advanced and deployed a 2.75x28mm taxus express2 drug eluting stent to the proximal lad. The physician felt the 2.75x28mm stent did not dilate completely. Next, a 2.50x24mm taxus express2 drug eluting stent was advanced to the mid lad, but was caught on the 2.75x28mm taxus stent in the proximal lad. The 2.50x24mm taxus stent could not be advanced and pulled. While trying to advance and pull the device, the 2.50x24mm taxus stent dislodged. The stent was caught on the guidewire in the proximal lad. The physician used a goose snare, but could not catch the stent. A 2.5x15mm non-bsc balloon was advanced but was unable to cross the stent segments. A 1.3x15mm non-bsc balloon crossed the stent segments and dilated the dislodged stent inside the 2.75 x 28mm stent in the proximal lad. The balloon was changed to a 2.5x15mm non-bsc balloon and the overlapping stents were dilated completely. There were no further complications and the pt condition is listed as good.